Event description:
Rep reported that the codman valve will not reprogram after surgery. The pt is stable with no issues noted. It is anticipated that the valve will be removed in (B) (6) 2009. The date is to be determined.

Manufacturer narrative:
It has been communicated that the device is still implanted in the pt. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specs prior to release. If anything otherwise is found then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated, and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.